Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the tip of the dilator was not as smooth and tapered as before, so when inserted it as it was, it got caught and was unable to insert it properly. The tip of the dilator was frayed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample. The dilator shaft was observed to be slightly curved, and the sheath tip was observed to be damaged. A microscopic observation revealed buckling and plastic deformation at the sheath tip. The observed damage likely occurred due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. This complaint will be recorded for future trending and monitoring purposes.